Event description:
As it was reported, after use of the device, during cardio pulmonary bypass, the professor pull back the quickdraw venous cannulae and it broke in 2 or 3 pieces. The cannula was placed into the right venous groin vessel for mitral procedure. The tissue was rigid and the placement not smooth, but placement of the tip under ultrasound view in vena cava superior vessel was without complication. During the procedure flow was normal. At the end of the operation by returning the cannula out of the vessel it broke into 2 pieces and 1 piece stuck into the vessel. Under difficult options and blood loss the physician had to remove the piece out of the venous groin. The patient is now on intensive care unit like usual and under good condition but damage of vessel and blood loss occurred in the (B)(6).

Manufacturer narrative:
Evaluation: customer report of the tip of the quickdraw venous cannulae, qd25 detached was confirmed. The cannula was visually inspected and found a part of cannula approx 5 inches long was separation at the fifth segments of the cannula. Also a kink was found at the 3rd marker bands. The root cause of the incomplete thermal bonds of the returned device is most likely due an oven process temperature being too low to adequately fuse the thermal bonds of the cannula. The root cause of the overcoat breaking in addition to the incomplete tecothane bonds cannot be determined. Following the segmentation process on the production line, the cannula undergoes two oven processes. The first oven process is to thermally bond the tecothane segments to the wire-wound sections and the second oven process is to thermally bond the cannula overcoat the entire length of the device. If either of these processes is not performed correctly or at the correct temperature, bonds can be incomplete and increase the likelihood of separation. Instructions for use were reviewed and found acceptable. A device history record (DHR) review was completed and there were no manufacturing nonconformances associated with this lot. A product risk assessment was initiated for this manufacturing defect. The information gathered through this reported event and evaluation will be included in trend data for future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated into root cause upon product return from customer.

Manufacturer narrative:
Correction to initial root cause determination: the root cause of the incomplete thermal bonds of the returned device is most likely due an oven process temperature being too low to adequately fuse the thermal bonds of the cannula. The root cause of the overcoat breaking in addition to the incomplete tecothane bonds cannot be determined. Additional information: based on the additional investigation performed via surgeon interviews ((B)(6) 2013) the original analysis is not considered to be correct. The analysis now shows that the increased forces extended on the cannula during its percutaneous insertion and removal were the major cause of the events. Through the additional investigation it was found that the process met the cannula strength requirement over time. A technical summary has analyzed the visual requirement to tensile strength of the cannula body. This information along with interviews from the surgeons has modified the root cause conclusions for this complaint. A product risk assessment was initiated for the complaint investigation. The information gathered through this reported event and evaluation will be included in trend data for future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Clarification to reported evaluation: based on the additional investigation performed via surgeon interviews shows that the increased forces extended on the cannula during its percutaneous insertion and removal were the primary cause of the events. As a result of this investigation the IFU and risk control measures were revised.